Manufacturer narrative:
Reference and lot of the device in unknown, as well as the date of primary surgery. Clinical evaluation performed by medacta medical affairs manager: a case of stem subsidence has been reported following a tha revision surgery performed via a transfemoral approach, although the timing of the event is not specified. Based on the available x-ray images, stem subsidence appears clearly evident, along with areas of bone rarefaction, particularly around the proximal body of the stem. However, determining the exact cause of the failure is challenging given the limited information. Multiple contributing factors may be involved, such as poor bone quality or insufficient press fit[?]especially distal to the osteotomy. Nonetheless, no definitive conclusions can be drawn.

Event description:
Subsidence of monobloc m-vizion stem observed after implantation through a transfemoral approach.